Manufacturer narrative:
A partial lead was returned in two pieces. Final analysis found a lead-to-can insulation abrasion breaching svc cables lumen 41.7 cm to 42.3 cm from the distal tip. One svc cable etfe coating was abraded and separated in this abrasion region and by the end of this piece. The reported event was isolated to this lead-to-can abrasion in which one svc cable being abraded. Other damages on these pieces were consistent with procedural damages.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the rv lead exhibited low impedance on two separate shocking vectors during a vf episode. The device successfully shocked and converted the rhythm using a different vector. No other electrical anomalies were noted. On (B)(6) 2017 the right ventricular lead was explanted and replaced. The patient was stable following the procedure.